Event description:
This right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. In addition, low-out-of-range (oor) pacing impedances were exhibited, measuring less than 200 ohms. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).